Event description:
It was reported that patient underwent left partial knee arthroplasty approximately fifteen years ago. Subsequently, patient was revised on (B)(6) 2015 due to unknown reasons. All components were removed and replaced with a competitor total knee system.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.(B)(4).